Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, the shim was broken in two pieces from the middle aspect. The noted damage is consistent with material overload through the use of excessive force. The reported complaint was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Upon removing the 8 rp trial the 7/8 5mm shim was broken. All pieces were in tact. There was no time added on to the surgical case due to this problem. Additional information received on 18 nov 2021 from (B)(6) in response to: "with regard to this, please confirm if any of the following information is available: please confirm the date of event? What part of the instrument broke? Did it break into two or more pieces? Please verify if the product is available for return or not?" Which they replied: "please confirm the date of event? (B)(6) 2021. What part of the instrument broke? Broke into. Did it break into two or more pieces? Two pieces. Broke while still on the size 7 ps trial please verify if the product is available for return or not? Hoping to return it. I requested it be saved after cleaning."

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.